Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 530 mg/dl. The customer¿s current blood glucose level was 252 mg/dl. The customer experienced different blood glucose level of 300 mg/dl and 475 mg/dl. The customer was treated with insulin and pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleges that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.